Manufacturer narrative:
The device was not available for evaluation, but images were provided of the implant after it was removed from the patient. It was noticed in the images that the rod portion of the connector body had numerous scratches, most likely from contouring of the rod. The top of the threads in the connector body also appeared to have small nicks/deformations and scratches. The set screw and clamp were separated from the implant, and the set screw was separated from the clamp. The hexalobe on the set screw showed some deformation consistent with high torque. A measurement for the clamp outer diameter was provided and showed the dimension to be undersized at 8.487mm, however this could not be confirmed. The snap ring remained in the connector body. The set screw and clamp are assembled into the body prior to assembly of the snap ring as the snap ring ID is significantly smaller than the clamp od. The clamp od may have been deformed as a result of use, or as a result of the unintended disassembly, resulting in the undersized measurement. In order for the clamp to become disassembled from the connector body, it has to be either pulled through the snap ring or pushed through the snap ring by the set screw. Due to the device not being available for evaluation, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a surgery was delayed by seven hours due to creo addition parts falling into patient, and were retrieved. This event occurred in japan.

Event description:
It was reported that a surgery was delayed by seven hours due to creo addition parts falling into patient, and were retrieved. This event occurred in japan.

Manufacturer narrative:
The device was available for evaluation. The part was evaluated and the scratches on the rod portion consistent with implant removal and/or contouring of the rod were confirmed. The rod portion had significant bends in the sagittal and coronal planes. The small nicks/deformations and scratches on the top of the threads in the connector body were also confirmed. The holding features on the connector body also showed signs of wear, consistent with use. The part was returned with the set screw and the clamp disassembled, but the snap ring remained assembled inside the connector body. The deformation on the hexalobe of the set screw was confirmed. The deformation appears to be more consistent with the use of forceps during attempted removal. The undersized od of the clamp was confirmed, and the related ID at the bottom of the clamp was also found to be undersized. This is a result of the bottom of the clamp being permanently deformed during disassembly. Since the snap ring is still in place, the clamp was forced through a much smaller ID. The inside of the clamp did not show any signs of wear, indicating that the implant may not have been fully engaged with the connector prior to tightening. The snap ring had some deformation on one side of the slot. The set screw was able to thread properly into the connector body, but a full functional inspection could not be performed due to the part being disassembled. It appears that the disassembly was a result of the implant being tightened while not engaged to the connector, resulting in the set screw and clamp being pushed through the snap ring and out the bottom of the connector body. However, since the surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.